Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgical light hit the ceiling cover of the moduevo-ma surgical column. Effectively a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. Based on additional input from getinge technician it was confirmed that the operation was delayed. We decided to report the issue in abundance of reoccurrence of delay in operation, and caution as any parts falling into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgical light hit the ceiling cover of the moduevo-ma surgical column. Consequently, a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. Based on additional input from getinge technician received on 28 june 2024, it was confirmed that the operation was delayed due to the issue. We decided to report the issue due to delay in a procedure, and due to serious injury of the user. The correction of h1 type of reportable event deems required. This is based on the internal evaluation. Previous h1 type of reportable event : malfunction. Corrected h1 type of reportable event : serious injury. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgical light hit the ceiling cover of the moduevo-ma surgical column. Consequently, a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. Based on additional input from getinge technician received on 28 june 2024, it was confirmed that the operation was delayed due to the issue. We decided to report the issue due to delay in a procedure, and due to serious injury of the user.

Event description:
On 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgicial light hit the ceiling cover of the moduevo-ma surgical column. Effectively a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. We decided to report the issue in abundance of caution as any parts falling into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgicial light hit the ceiling cover of the moduevo-ma surgical column. Effectively a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. We decided to report the issue in abundance of reoccurrence of delay in operation, and caution as any parts falling into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgicial light hit the ceiling cover of the moduevo-ma surgical column. Effectively a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. Based on additional input from getinge technician it was confirmed that the operation was delayed. We decided to report the issue in abundance of caution as any parts falling into sterile field or during procedure may cause serious injury. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 14th june, 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgicial light hit the ceiling cover of the moduevo-ma surgical column. Effectively a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. Based on additional input from getinge technician it was confirmed that the operation was delayed. We decided to report the issue in abundance of reoccurrence of delay in operation, and caution as any parts falling into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 08/13/2019. Corrected h4 manufacture date: 08/14/2019. On 14th june 2024 getinge became aware of an issue with one of surgical lights - volista standop 600. It was stated during the procedure in the operating room, a surgical light hit the ceiling cover of the moduevo-ma surgical column. Consequently, a ceiling column cover was disconnected and one part of it fell, hitting head of a medical staff member. The impact of the shield caused cut to the head requiring stitching and diagnostics exclusion of other injuries. Based on additional input from getinge technician received on (B)(6) 2024, it was confirmed that the operation was delayed due to the issue. We decided to report the issue due to delay in a procedure, and due to serious injury of the user. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: to solve this type of issue, the spring arm has been readjusted. The root cause of this incident is an incorrect mechanical adjustment of the top stop of the spring arm during the installation process. To prevent any similar event, maquet recommend to check the vertical stop of the spring arms. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.